Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the customer¿s complaint could not be verified, nor could a root cause be determined with confidence. Factors that could have led to tip detachment includes: using the device against a bony, sharp, or otherwise hard surface, improper insertion or removal from an apparatus as reported in the complaint, or excessive force applied to the tip can all lead to unintended detachment and are outlined in the precautionary statements in the instruction for use (¿IFU¿). There are no indications to suggest the wand did not meet product specifications upon release into distribution.

Event description:
The metal tip of the working end of the flow 50 wand came off intra operatively. It was removed. Confirmed by x-ray. No patient complications were reported as a result of this event.